Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and electric shock therapies. There is reasonable evidence suggesting that the device delivered therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) for several episodes. Undersensing of af during this event was noted. Boston scientific technical services (ts) said that it was normal function as far as the device is concerned, and the borderline undersensing and functional (blanking/refractory period) undersensing seen would not affect device decision to treat. A consult with ep was recommended for this patient for follow up actions like adjusting the ventricular fibrillation (vf) zone. Acording to the sales representative, the device remained as originally programmed and working correctly. The patient is frequently seen for failing to take prescription medications as ordered. Medications adjusted by dr pathek during the hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and electric shock therapies. There is reasonable evidence suggesting that the device delivered therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) for several episodes. Undersensing of af during this event was noted. Boston scientific technical services (ts) said that it was normal function as far as the device is concerned, and the borderline undersensing and functional (blanking/refractory period) undersensing seen would not affect device decision to treat. A consult with ep was recommended for this patient for follow up actions like adjusting the ventricular fibrillation (vf) zone. According to the sales representative, the device remained as originally programmed and working correctly. No adverse patient effects were reported.